Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize the batteries or charge) was confirmed. As received, the charger was unable to charge the battery packs. Upon evaluation, the power supply was defective and lacked an output. The root cause of the defective power supply cannot be positively identified. In addition, there was liquid contamination on the battery board and the q1 current controlling transistor was thermally damaged. The cause of the damaged transistor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger would not recognize or charge the battery packs.